Event description:
Event description boston scientific received information that this pacemaker, included in the low voltage capacitor advisory (6/23/2006) was returned following field collection of the devices after advisory notification. This device was never implanted and was returned to our reliability assurance laboratory for analysis.